Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: 26 gauge PICC, lot # 11222264, cut to 17 cm, inserted to 17cm, placed on (B)(6) 2018.

Event description:
The customer reported a filter for tpn leaked at the small circle in the disc area of the filter. Tpn was infusing at 14/hour, and lipids were running separately at 1.3/hour. It's unknown how long the product had been in use for when the leak was discovered. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leakage from the small circle in the disc area of the filter was confirmed. Visual inspection of the set noted dried fluid residue within the filter. No other obvious issues or damages were observed. Functional testing confirmed leaking out from the vent of the 0.2 micron ped filter. The root cause of the customer¿s report was not identified. The cause of the leak is unknown.

Event description:
It was reported that tpn leaked through the small disc circle of the 0.2 micron filter in the nicu. Tpn was infusing at 14ml/hour, and lipids were infusing separately at 1.3ml/hour through a 26g PICC line. It was not determined how long the tubing had been in use when the leak was discovered. There was no patient harm.